Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fixation due to cervical spondylosis. Intra-op, bone screw was found slipped. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual dimensional the threads of the screw are damaged from what appears to be being grabbed by another instrument. The major diameter of the screw meets print. The hex of the screw does not appear to be damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.